Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient states she had a fall on sunday and since then the "ins has been out of whack and out of place" and they had a sudden change in therapy/symptoms. The patient had pain close to the anus. Patient also reported poor communication on (B)(6) 2018, poor communication screen was seen on their programmer and further troubleshooting was not possible. Patient was advised to have their device checked by their physician. The patient reported their next appointment was (B)(6) 2018. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating they did not see their doctor on (B)(6) 2018 as previously planned, but they did see a manufacturer's representative (rep) who handled the device with success and the rep was able to correct the device by adjusting the stimulator. When the patient was asked to specify how the fall affected the system they stated they believe it all moved but is in place and performing just fine now. No further complications were reported or are expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they thought the device was actually knocked out of place and wanted to know if the stimulation could be adjusted remotely. It was reviewed that the healthcare provider would need to take a look, and a representative could check the components and reprogram the settings. The patient was concerned that it would required surgery. It was reviewed that if it was physically out of place it might require surgery, but if it was just programming they could update that with a few buttons. The patient reported they were still feeling stimulation too strong near their anus. The patient was guided through connecting the programmer and decreasing stimulation so it was more comfortable until they could meet with their healthcare provider. The patient confirmed later in the call that they thought the feeling of stim was just in the wrong place, so new programs might be all they needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating they were knocked to the ground by an electronic sliding door, and that's how their device moved. The patient again reported that they met a rep for reprogramming and it was working fine now. The patient also noted that there was no replacement of the device. No further complications were reported.